Event description:
Customer reported performing comparision tests with the freestyle meter. The customer received erratic results of 280 mg/dl and 360 mg/dl with the same blood sample. There is no indication that the customer required meical attention. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. The customer also reported receiving an out of range control solution reading.